Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with 430cc mentor memorygel breast implants experienced bilateral capsular contracture and left sided rupture post procedure. The breasts had hardened. The left sided capsular contracture was stated to be baker grade ii/iii, and the right sided capsular contracture was stated to be baker grade I/ii. As a result, the left implant was replaced with a mentor smooth round high profile 380cc saline prosthesis on (B)(6) 2020, as this was the only implant available in the physician¿s office that was comparable size at the time of surgery. On (B)(6) 2020 the left implant was replaced with a new 430cc mentor memorygel breast implant. See 1645337-2020-08817 for contralateral prosthesis report.